Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported material rupture was unable to be confirmed, however, there was noted outer member leak/damage. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that as the device was advanced, inadvertent mishandling and/or interaction with other devices and/or the heavily calcified anatomy resulted in the noted scratched outer member, thus resulting in the noted outer member leak/tear as the compromised device was attempted to be inflated. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the chronic total occluded, non-tortuous, heavily calcified right coronary artery (rca). A 2.50 x 38 mm xience alpine stent delivery system (sds) was selected for the procedure. There were no issues noted with the sds during unpacking, inspection and preparation. The sds was advanced with no resistance to the lesion. On the first inflation attempt the balloon would not inflate and contrast was observed leaking from the balloon under fluoroscopy. The sds was removed from the anatomy and replaced with another 2.50 x 38 mm xience alpine sds. The procedure was completed with the successful deployment of the xience alpine stent implant. There was no reported clinically significant delay in the procedure. There was no reported adverse patient sequela. No additional information was provided.